Event description:
Reportedly, the atrial sensitivity value was programmed as 0.4mv but atrial sensing value was displayed as 1.0 mv in the autosensing histograms. Preliminary analysis confirmed the reported event and showed a programmer issue. It impacts only single chamber models. P waves with amplitude between 0.4 mv and 1 mv are still detected.

Event description:
Reportedly, the atrial sensitivity value was programmed as 0.4mv but atrial sensing value was displayed as 1.0 mv in the autosensing histograms. Preliminary analysis confirmed the reported event and showed a programmer issue. It impacts only single chamber models. P waves with amplitude between 0.4 mv and 1 mv are still detected.